Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient underwent stress urinary incontinence repair and subsequently required a reoperation due to a chronically draining sinus in the perineum.